Event description:
It was reported that this patient's right atrial (ra) lead showed high pacing impedance measurements within normal range of 1895 ohms, while the right ventricular (rv) lead showed high pacing impedance measurements out-of-range of 2107 ohms. Technical services reviewed the case indicating both leads sensing and capture thresholds were adequate. Further information was received indicating both leads impedance were reviewed post-check and the measurements came down to 1859 and 1898 for the ra and the rv lead, respectively. Thus, it was decided to leave both leads in place, and keep monitoring the patient. This rv lead remains in service and no adverse patient effects were reported.